Event description:
On (B)(6) an amazon customer commented that the product was inaccurate: customer purchased this product for hoping to get an accurate reading because user's husband tested positive for covid-19. When user tested with this product, it gave a false negative. Although she had a negative result, her kids contracted covid-19 because she was not fully quarantined despite being careful about her kids. She went to an emergency caravan a few days later because she tested positive for covid-19. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.